Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0sja3, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 29-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had no problems with their therapy/stimulator until the last 24 hours. The patient was experiencing pressure/pain, uncomfortableness in the area of the implant that went down into their thigh. The patient described the sensation as not really a pain but like a rhythmic pulse. The patient stated they also suddenly had facial tics 2 hours apart, one the day before and a couple the day of the call. The patient mentioned they had their programming increased last spring per their healthcare provider¿s decision. The patient mentioned they had gained 5 pounds in the last 6 weeks but noted that they had weighed more at the time of implant of device. The patient stated they called their healthcare provider and left a voicemail saying they were turning their ins off. The patient had decreased stimulation down to 0.0 with their programmer and stated they felt ¿much relieved¿ and their symptoms seemed to be improving. The patient used their programmer to turn stimulation off. The patient was redirected to their healthcare provider to address symptoms and programming. On (B)(6) 2018, the patient reported they wanted ¿this out¿ and to contact them. No further complications were reported. Additional information received from the patient on 2018-oct-05 indicated that patient went 3 years with no problems. The patient stated stim was increased and she didn't have a whole bunch of trouble. The patient stated she slowly started having symptoms she didn't have before. The patient stated she couldn't sit comfortably after stim was increased, having trouble with settings. The patient also started having tics in her face but didn't think these symptoms were caused by the device until she turned the device off and they got better. The patient met with a rep who played around with the device and said "the leads or some of them" were not functioning. The patient stated she wanted to have the device removed but the doctor was telling her the device was working. The patient stated she wanted to have the device removed. The patient stated she fell in (B)(6) 2018 and hurt herself and thinks she messed up the device.

Manufacturer narrative:
Concomitant medical products product ID 3889-28 lot# va0sja3 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she experienced pain after her interstim device was taken out from her body recently. The patient noted they took everything out expect the lead. There were no further complications that have been reported as a result of this event.